Manufacturer narrative:
Other, other text: device evaluation: one cadd cassette reservoirs was returned for analysis. The sample received consist in one cassette product form p/n 21-7302-24 l/n unknown and the sample was received in used conditions without its original packaging inside in a plastic bag. The sample was visually inspected, at a distance of 12" to 24" and normal conditions of illumination and no discrepancies were detected. Functional testing was performed by using a syringe to infuse water into the ay bag and leak was detected between the seal of the bag. The customer?s reported problem was confirmed. According to the investigation, the most probable root cause is that during leak testing operation, the cassette?s that failed (leak test) were not properly segregated. The investigation reported that quality alert was created to notify production personnel regarding cassette proper segregation during leak test, to avoid failed cassettes been mixed and training was performed by production supervisor. The problem source of the reported problem is manufacturing.

Event description:
Information was received that during using of this smiths medical cadd cassette reservoirs, the customer noticed that there was medical fluid in the cassette housing. Reported that the product was checked by putting air in the medication bag using a syringe and leakage was detected at the part where the tubing was connected. No reported adverse effects or patient injury.